Event description:
It was reported that the patient presented to the hospital the day after a routine device change out with syncope and a low heart rate. The right ventricular lead had high thresholds and intermittent loss of capture. It was discovered that the lead was dislodged. The lead was inactivated and a new lead was placed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5568 implantable pacing lead 2006 (B)(6). (B)(4).